Event description:
It was reported that the patient presented remotely. Upon review the atrial lead exhibited low pacing impedance which led to polarity switch. No intervention was made. No patient's symptom's reported.